Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient died. The cause of death was reported to be sepsis, peritonitis, and hypotension; however, it was not reported if an autopsy was performed. It was not reported if the patient had recovered from the initial peritonitis event prior to the event. It was not reported if the patient was readmitted to the hospital prior to death. It was not reported if therapy remained ongoing prior to death or if the patient was performing therapy at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis is unknown. The patient was hospitalized for seven days for peritonitis event. On an unreported date, the patient was treated with unspecified intra-peritoneal antibiotics (dose, route and frequency not reported). At the time of this report, the patient was recovering from the peritonitis event. Dianeal and extraneal therapies were ongoing. Additional information was requested, but is not available at this time. This is report 4 of 5.

Manufacturer narrative:
(B)(4). This report involves an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).